Event description:
As it was reported by the affiliate the cypher stent had a crack on the hub. The crack was only apparent when the syringe was placed on the hub and flexed slightly. There is no information regarding the patient or the target lesion location. There were no anomalies noted when the product was removed from the package and prepped. The product was prepped according to the IFU. There was no difficulty flushing the stent delivery system (sds). The stent had been inserted into the patient and the physician had positioned it at the site of the lesion. The hub crack was then noted when the syringe was attached to the hub to achieve negative pressure. The device was removed from the patient immediately, without inflating the balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.